Manufacturer narrative:
Additional information was received that the patient developed post-operative bleeding from his driveline surgical site on (B)(6) 2016. This bleeding continued overnight and required packing for 24 hours. When the packing was removed, the patient was noted to still be bleeding and the wound re-packed. Though the patient's pre-operative international normalized ratio (inr) had been therapeutic; it was noted to be supra-therapeutic two days after surgery. Post-operatively, the patient was also noted to be anemic and required the transfusion of four units of packed cells and one unit of fresh frozen plasma and oral vitamin k. His surgical wound was treated with silver nitrate and re-packed again. This treatment appears to have resolved the surgical site bleeding. By (B)(6) 2016, the patient was no longer anemic and was able to be discharged home on (B)(6) 2016. The bleeding was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the hvad system and to the patient's condition and unrelated to the hvad procedure. Sepsis, driveline infection and bleeding are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection.    Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections.  A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported events. Other contributing factors also include the patient's pre-existing history of diabetes, his body type and nutritional status, driveline placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support, his ongoing history of recurrent polymicrobial infections, therapeutic use of anticoagulants and recent surgery.  The root cause of the reported events cannot be conclusively determined.  However there are patient, procedural, and pharmacological factors that may have contributed to this event. Driveline infection and bleeding are known potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The IFU and patient manual address guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Sepsis and driveline infection are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined. However there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient presented to hospital with fever and pain at his driveline site. The patient's temperature is reported to have been as high as 101.5 f. The patient was initially treated with intravenous metronidazole, vancomycin and zosyn he was treated with surgical incision and drainage of the driveline site three days after his admission. The site was drained of 150ml of purulent fluid during this procedure. After the results of the culture, the patient was continued on his intravenous vancomycin alone for approximately a month. He was then started on longterm suppressive bactrim and his oral levaquin discontinued. The event was reported to be unresolved. The primary investigator reported that the event was related to the hvad system, possibly related to the patient's condition and unrelated to the hvad procedure.

Event description:
Additional information received indicates that the patient's repeated blood cultures were negative on (B)(6) 2016. The patient was discharged to a rehabilitation facility on (B)(6) 2016 and later discharged home on (B)(6) 2016 on oral doxycycline. The methicillin-resistant staphylococcus aureus (mrsa) bacteremia event was reported to have been resolved with sequelae on (B)(6) 2016. No further information has been provided. Sepsis, driveline infection and bleeding are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported events. Other contributing factors also include the patient's pre-existing history of diabetes, his body type and nutritional status, driveline placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support, his ongoing history of recurrent polymicrobial infections, therapeutic use of anticoagulants and recent surgery. There are patient, procedural, and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. After further review of additional information received sections b5, b7, h1, h3, h6 and h10 have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This 002 follow-up report is being submitted now under report series 3007042319-2016-03227, after it was determined to have been erroneously submitted in the past under 3007042319-2017-03227 (a technically unrelated event). A cross reference in 3007042319-2017-03227 has now been made. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.